Event description:
It was reported by service report that the head section (dual articulating head piece) could not be locked in position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Articulating head piece.